Event description:
It was reported from germany that during service and evaluation, it was determined that the motor device was worn ¿ damaged, was making excessive noise, the etching was illegible, the cord was damaged, had unintended activation/motion, and the flex circuit was damaged. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between 5vdc line and connector body, safety assessment, noise assessment, and hand control assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device will not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).